Manufacturer narrative:
Qn (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported when the doctor injects saline solution through the white line of the catheter, the solution leaks after the connection of both lines to the catheter. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the doctor injects saline solution through the white line of the catheter, the solution leaks after the connection of both lines to the catheter. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported when the doctor injects saline solution through the white line of the catheter, the solution leaks after the connection of both lines to the catheter. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-l PICC for evaluation. Signs of use were observed on the returned sample. Visual inspection of the catheter revealed a small hole in the catheter extrusion directly adjacent to the juncture hub. The appearance of the damage was consistent with unintentional contact with a sharp object (e.g. Needle, scalpel) during use. The hole in the catheter was located less than 1mm from the juncture hub. The catheter body length from the juncture hub to the distal tip measured 20 1/2" which is within the specifications of 19 11/16" - 21 11/16" per product drawing. Functional inspection of the catheter was performed per the instructions-for-use (IFU) provided with the kit which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter distal and proximal lines were flushed using a lab inventory 10ml syringe. Water was observed exiting the hole in the catheter body. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak was confirmed through complaint investigation of the returned sample. Visual inspection revealed a small hole in the catheter body, adjacent to the juncture hub. The damage appeared consistent with contact with a sharp object during use. The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.